Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member/friend reported that the patient is in a nursing home and is in a great deal of pain. The patient is not able to charge her ins for a few days. The caller stated that the patient is seeing an error code on her controller. No further complications were reported/anticipated.